Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, for the additional malfunction, peeled adhesive around the objective lens and a chip in the adhesive area between the distal end and the light guide cover the cause was traced to be component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope had a peeled adhesive around the objective lens and a chip in the adhesive area between the distal end and the light guide cover. There was no patient involvement.